Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
It broke up, disintegrated inside me. I don't know if there are any pieces of tampon left inside me- vagina [foreign body in reproductive tract]. I lost the string of my tampon. Tampon broke up, disintegrated [device breakage]. When I tried to remove the tampon, it broke up and disintegrated inside me [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon cord was lost and the tampon broke inside her upon removal. No serious injury reported.